Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan at 10:33 am (pst) alleging that a one touch ultra meter was reading inaccurately high. The reporter indicated that the alleged meter issue started on the event date, at approximately 8:00 or 9:00 am (est). The reporter claimed that the patient was getting readings of over 300 mg/dl. Actual results of "211,215,244,280,281,317,301,296,356 an 365 mg/dl" were found in the meter's memory. The patient took her usual medications consisting of the following: "diovan 320 mg, gabentin 100 mg (2 tablets), simvastatin 80 mg, furosemide 40 mg, citalopram 20 mg, labetalol hyrdochloric 100 mg, and glipizide excel 2.5 mg." After the alleged meter issue began, the patient reportedly developed symptoms of being lethargic and was closing her eyes like as if she was passing out. The patient was also described as drooling and in a comatose state. The reporter treated the patient with vegetable juice and pineapple/mango juice with a lot of sugar. The customer care advocate (cca) noted that the reported meter was not coded properly. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient developed symptoms and received treatment for hypoglycemia after the alleged meter inaccuracy started.